Event description:
It was reported that during an unspecified arterial procedure, a patient had a hematoma. A 8 x 2 mm peripheral cutting balloon was used in the procedure. The patient had a hematoma. Further information was requested but has not been received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.